Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump became hot to the touch and the usb port became damaged and melted while the pump was plugged in and charging. The customer's blood glucose level was 130 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.